Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a possible overdose. There was a dose increase from implant, at 100mcg/day to now at 350mcg/day. The patient had 7 seizures last thursday ((B)(6) 2014) in a 45-50 minute period that lasted 3-4 minutes each. The patient went the hospital for 2 days and they "increased CAPA." . The patient had another seizure on the day of report ((B)(6) 2014) and was in the emergency room. The current body temperature was "94.7." The ER physician stated that the seizures may not be related to baclofen. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).